Manufacturer narrative:
H3: analysis of the product ID: 97755, lot#serial#: (B)(6), revealed cable insulation frayed no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they keep getting an rm system error message when attempting to charge their implanted neurostimulator. Patient could not confirm details of message, but stated rm03 or rm05 sounded familiar. When asked event date, patient stated slowly the recharge level has gone down from 90s to 30s over the last couple of months on and off first and has gotten worse. Patient stated this morning the recharger wire near the paddle was very hot and they can see where it is pulled out a little bit. Agent sent request to repair for replacement recharger.